Event description:
It was reported that the lead of the spinal cord stimulator (scs) migrated. The patient underwent a procedure to replace the lead. During the procedure the lead could not be removed from the ipg. The lead was subsequently cut and both the lead and ipg were replaced. It was additionally reported that the patient lost stimulation due to the device migration, and that imaging was performed which confirmed lead migration. The cut lead remains implanted, and the patient is doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4 and g1: multiple requests device information were made, however the information could not be obtained. Additional suspect medical device component involved in the event: brand name: precision montage MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(6). Batch: 355181. The lead remains implanted and was not returned for analysis; therefore, a technical analysis could not be performed. The ipg was received for analysis and visual inspection revealed that the septum at port c of the ipg was torn. The septum from port c was removed. Excessive silicone residue that was torn from the septum was detected where the torque wrench mates with the setscrew. The setscrew could not be loosened due to the excessive silicone residue. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief, system failure, which can occur at any time due to random failures of the components or the battery. These events, which may include device failure, are known risks of implanting a pulse generator as part of a system to deliver scs. Based on all available information, engineers are able to confirm the root cause of the event. The ipg was returned as such physical analysis was conducted, however the lead remains implanted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint of lead migration as known inherent risk of device, and the ipg not being able to be disconnected as unintended use error caused or contributed to event.

Event description:
It was reported that the lead of the spinal cord stimulator (scs) migrated. The patient underwent a procedure to replace the lead. During the procedure the lead could not be removed from the ipg. The lead was subsequently cut and both the lead and ipg were replaced.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component (s) involved in the event: brand name: precision montage MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(6). Batch: (B)(6).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: brand name: precision montage MRI. Upn: m365sc12000. Model: sc-1200. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the lead of the spinal cord stimulator (scs) migrated. The patient underwent a procedure to replace the lead. During the procedure the lead could not be removed from the ipg. The lead was subsequently cut and both the lead and ipg were replaced. It was additionally reported that the patient lost stimulation due to device migration, and that imaging was performed which confirmed lead migration. The cut lead remains implanted, and the patient is doing well post operatively.